Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and non-tortuous left anterior tibial artery. A 3.00x38mm promus element¿ plus was selected. Upon advancing the device into the sheath, it was noted that the stent was damaged on the leading edge. The device never entered the patient's body. The physician elected not to use the damaged device. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).